Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evfxplus-29 transcatheter aortic valve, there was dislodgement of the valve before the access site was closed. The dislodgement was attributed to the valve being implanted too high, with an implant depth of 1 on the non-coronary cusp and 0 on the left coronary cusp prior to dislodgement. After dislodgement, the implant depth changed to -1 on the non-coronary cusp and 1 on the left coronary cusp. A paravalvular leak was noted along with st elevation. Intervention was required, and the medtronic valve was replaced with a second transcatheter valve. Additional information was received to report a non-medtronic guidewire (safari) was used for the procedure. The starting point of deployment was at the bottom of the pigtail catheter. The valve dislodged aortic. The severity of the aortic insufficiency was unknown.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evfxplus-29 transcatheter aortic valve, there was dislodgement of the valve before the access site was closed. The dislodgement was attributed to the valve being implanted too high, with an implant depth of 1 on the non-coronary cusp and 0 on the left coronary cusp prior to dislodgement. After dislodgement, the implant depth changed to -1 on the non-coronary cusp and 1 on the left coronary cusp. A paravalvular leak was noted along with st elevation. Intervention was required, and the medtronic valve was replaced with a second transcatheter valve.